Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a no external power cable and power cable disconnect alarm on (B)(6) 2024 around 3 pm, while on battery power. The battery clips and batteries appeared fine and the alarms did not reoccur. Following review of the log files by tech services, it appeared there was a no external power event on 08oct2024 at 1500, while they were on battery power. There was a random power cable disconnect event noted about 21 seconds later. The event lasted about 1 second and the emergency backup battery was not enabled. The event appeared to be isolated and was not an ongoing issue. Additional log files were submitted and reviewed. On 2916596-2024-06875 (B)(6) 2024 between 15:00:19 and 15:58:20, there appeared to be an intermittent connection issue between the batteries and battery clips, which caused the no external power and power cable disconnect events. The voltage on the black power lead intermittently dropped to the 11-volt range. During the time of the events, it was reported the patient was coming back from an endoscopy procedure for a gastrointestinal bleed. The nurse tried to put them back on battery power while transported during the first event and then the patient was in the hospital room for the second event. Tech services stated the events did not appear to be an equipment issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and no external power alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 08oct2024 was reviewed. The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from 13:14:49 to 15:58:20 due to the bus voltage and relative state of charge voltage fluctuating, causing the voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. During these atypical alarms, the log file also captured a no external power alarm at 15:00:19 due to the white power cable being disconnected from power while the bus voltage on the black power lead had dropped to approximately 0 v. The alarm resolved once the bus voltage was restored to the expected value. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the alarms have not reoccurred and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 25apr2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.